Event description:
Taxus express2 clinical study. Same case as 2134265-2009-01624 and 2134265-2009-01625. It was reported that 196 days after a coronary artery stenting procedure, the pt experienced restenosis and required a target vessel reintervention (tvr). Lesion 1 was a 3.00mm, 100% stenosed, 45 mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with pre-dilatation with a balloon at 10 atms, and successful placement of two taxus express2 study stent (3.00x32mm at 16atms and 2.75x32mm at 18atms). Post-dilatation was performed with two balloons at 20atms. Post procedural ivus was performed and confirmed that the stents apposition to vessel well. Post-procedural visual evaluation confirmed target lesion diameter stenosis 0%. There was no gap between the 2 stents. Lesion 2 was a 3.00mm, 75% stenosed, 12mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with direct stent placement of a 3.00x16mm taxus express2 study stent. The lesion was not post-dilatated. Post-procedural ivus was performed and confirmed that the stent was apposed to the vessel well. Post-procedural visual evaluation target lesion diameter stenosis 0%. Lesion 3 was located in the mid left anterior descending (mid lad). 196 days after the index procedure, the pt developed restenosis of the mid lad and mid rca, and required a target vessel reintervention (tvr) and pci. The mid lad was 3.00mm in diameter, 13mm long and 90% stenosed. The mid rca was 3.0mm in diameter, 46mm long and 90% stenosed. Post procedure stenosis of both lesion was 0%. Angiography was performed without revascularization. The pt condition was listed as improved and the pt was discharged 3 days later. In the opinion of the physician, the relationship of the restenosis to the taxus stent is probable.

Manufacturer narrative:
The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device was not returned to bsc for analysis. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. It was not possible to determine a definitive cause of the reported stent restenosis; however, the root cause will be documented as anticipated procedural complication.